Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr medical. Therefore, no product evaluation could be performed. The review of the device history records and tracebility show no evidence on a device issue that may have impacted this event. From the information provided based on the survey , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. In the instructions leaflet, it is stated that in some cases, progression of degenerative disease may also be so advanced at the time of implantation that they may substantially decrease the expected useful life to the implant. Moreover , in the instructions leaflet, the inability to reduce pain or condition is stated as a cervical arthroplasty risk in the side effects. Based on the device history records review , the evaluation of the case by the surgeon in the survey report and the review of the element by the product range manager , the root cause was related to inadequate prescription of the prothesis due to the patient initial condition . Investigation found no evidence on a device issue.

Event description:
Mobi-c p&f us : revision due to pain. It was reported on the surgeon annual survey that the patient diagnosis pre-implantation was cervical spinal stenosis and radiculopathy. The patient underwent a 2-level disc arthroplasty: c5-c6 and c6-c7. Post-operatively, the patient continued to experience pain after surgery (arms, shoulder radicular symptoms). CT myelogram showed persistant stenosis at c6 level 2° to ossified posterior longitudinal ligament. The surgeon discussed option with the patient, including revision surgery. On (B)(6) 2016, the surgeon performed c6 corporectomy to achieve adequate canal decompression, corporectomy to remove the two mobi-c devices at c5-c6 and c6-c7 and fusion c5-c7. Revision was performed to help to reduce ongoing symptoms. According to the surgeon, the event is unrelated (there is no causal connection between the event and the device) to the device.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to persistant patient pain. Removal of both prosthesis c5-c6 / c6-c7. Initial surgery : (B)(6) 2017. Revision surgery : (B)(6) 2017. From surgeon's opinion : there is no causal connection between the event and the device.